Event description:
It was reported the patient experience a burning sensation after she charges her ipg. The patient stated the burning sensation continues for several days with some redness around her implant site. It was also reported the burning sensation is felt subcutaneously and her physician does not believe the redness is related to the charging system. Follow-up identified the pain at her implant site persists even with the stimulation off. The patient is pending a follow-up with her physician and a sjm representative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.